Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 14-apr-2017 found the 6 way valve leaking. Replaced the valve and adjusted the tension between the 6 way valve seal and stator face. Ran qc (quality control) and 50 samples with good results. The most probable cause of the reported event was a leaking 6 way valve.

Event description:
On (B)(6) 2017 the customer reported low areas with their hlc-723g8 analyzer. Customer reported waste line is not backing up. Ran 2 rack though with no issue then the next set resulted in low areas for all samples. Ts (technical support) had her remove the sample probe to flush but the sample probe was stuck down in the wash well. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.